Event description:
It was reported that this pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) reviewed and recommended the timeframe for replacing this device. The device currently remains in service. No adverse patient effects were reported.